Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the product label. A failure during the manufacturing process can be excluded based on the investigation. In the production line, the filters are 100% tested both for their tightness and for open fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that an ultraflux av 600 s dialyzer clotted approximately 28 hours and 30 minutes into a patient¿s continuous renal replacement therapy (crrt). The patient being treated had uremia, and heparin was used as an anticoagulant. However, the patient had good vascular access. There were high venous and transmembrane pressure (tmp) alarms that occurred towards the end of the treatment, around the time when the clotting began. Only part of the patient's blood was returned; the patient estimated blood loss (ebl) was 150 to 200 ml. To resolve the reported problem, the dialyzer had to be changed. There were no defects noted on the dialyzer prior to use, and no leaking was noticed during or before the treatment. The patient completed their treatment on the same machine after the disposable supplies were replaced. The patient received a blood transfusion of 200 ml due to the blood loss. It was confirmed this was given as a precaution or ¿preventive action¿. There were no patient symptoms or adverse effects experienced due to the reported blood loss. The dialyzer was discarded as medical waste and was not available to be returned for evaluation.